Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgical procedure in which the existing device was removed and a new aus was implanted due to unspecified reasons. No information was provided about the patient's outcome. Additional information received. The deice was replaced due to the patient presented recurring incontinence. The patient also experienced erosion due to catherization.